Event description:
On october 15, 2009, a doctor reported that a patient lost a dental implant about six months after the implant placement due to unknown causes. The doctor reported that the implant should have integrated, but failed to do so.